Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was unresponsive to new battery. The customer's blood glucose value was unknown at the time of incident. The insulin pump had crack on reservoir compartment, insulin pump delete settings after changing battery. The rewind was slower and insulin pump had random no delivery alarm. The insulin pump will not be returned for analysis.